Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same patient involving two separate products; associated mdrs: 1225714-2014-02743, 1225714-2014-02744, 1225714-2014-02745 and 1225714-2014-02746, 1225714-2014-02747, and 1225714-2014-02748.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.